Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to a screw that had come loose and backed into the power interface module board, creating a short. Surronding hardware appears to be tightened to specification. The power interface module board was replaced and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.